Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2022, event day and month unknown. Captured as (B)(6) 2022. Additional information was requested and the following was received: please provide hospital name. - (B)(6). Please provide date of lap gastric sleeve procedure - unknown what was the anatomical location of the leak on the gastric sleeve? Fundus, last two firings what color cartridge used throughout the creation of the sleeve? 2 x gst60t no buttress 4 x gst60g with seamguard on both sides. How was the leak identified? Endoscopy why does the surgeon believe post operative leak is associated with a deficiency of the ethicon device? Surgeon did not mention this. Please provide lot number of the devices if available. Unknown an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that the surgeon had a leak 3 months post op, patient managed by endoscopy, patient has recovered and is well.

Manufacturer narrative:
(B)(4). Date sent: 9/6/2022. Additional information received: there are no issues with the device or reloads intraoperatively, no issue with staple formation, and no post-op bleeding. The surgeon continuously pulse fires and waits 5-7 seconds before firing as opposed to the 15 secs as recommended. It is unclear if the surgeon does a leak test in each case. The leaks seem to be occurring at the top part of the staple line. The rep does seem to think he is close to the esophagus and the bougie on the last firing. Initial surgery date: (B)(6) 2022; date of leak : (B)(6) 2022 - 8 weeks; lot number: unknown. Female dob (B)(6) 1992 ¿ 92kg.